Event description:
Report received indicated cannula retraction difficulty. No abnormalities were seen when product was inspected and prepped. The instructions for use (IFU) were followed during the product's usage. The cannula actuation was verified during prepping and no anomalies were noted. It was indicated that the catheter was in a strait configuration during preparation and usage. The procedure was being performed on a totally occluded left superficial femoral artery (sfa). A contralateral approach was made. The outback catheter was advanced over the guidewire (unknown MFR). The physician continued to go up and over the bifurcation pass the otb catheter down to the left superficial femoral artery. The otb catheter was in good position and the physician proceeded to deploy the needle after the tip of the guidewire was retracted within the catheter. The needle was deployed successfully, however, when attempts were made to retract the needle, the retraction was not possible. At this time, it was noted that the deployment slide release button could slide in and out without any connection with the inner catheter (loose). Therefore the handle was taken apart and a hemostat was inserted to pull back on the mechanism that retracts the needle. Subsequently, the needle was retracted. There was no adverse consequence to the patient and ultimately another outback was used successfully.

Manufacturer narrative:
This product will be returned for evaluation and testing. Additional information will be sent within 30 days upon receipt.